Manufacturer narrative:
(B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the issue of rusting was frequently occurring in this case. It was further determined that the motor was defective. The assignable root cause was determined to be due to improper cleaning, care and maintenance ¿faulty¿, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked and was running rough on the compact air drive device. It was determined that the cover sleeve was badly rusted at one or two places. It was further determined during the pre-repair diagnostics assessment that the device failed for general condition, check reverse locking mechanism, check triggers for forward / reverse mode, check for untrue running, check tor excessive noise and for check starting behavior. It was noted on the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.